Event description:
It was reported that this his lead was non capture at high output. The lead was surgically repositioned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).